Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hypoglycemia with a low blood glucose of 50 mg/dl. The event occurred after a dinner meal announcement. The low was corrected with juice and mints. No medical intervention required.